Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that erroneously elevated carcinoembryonic antigen (cea) & alpha-fetoprotein (afp) results on multiple patient samples on an advia centaur xp analyzer. Quality control (qc) was within range prior to running patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed that all reagent probes were slightly bent, misaligned and the probe shutter was not opening properly during the movement of the reagent probes. Upon further investigation, the cse identified that the plate adapter for the probe shutter was worn. The cse replaced the plate adapter, reagent cam shutter, reagent probe 1 (r1) and its sleeve, performed alignment for all three reagent probes, ran qc which recovered within acceptable ranges. Siemens further evaluated the event and concluded that the defective plate adapter of the probe shutter due to normal wear and tear, potentially contributed to the reported event. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneously elevated alpha fetoprotein (afp) and carcinoembryonic antigen (cea) results were obtained on multiple patient samples when processed on an advia centaur xp analyzer. The initial results were reported to the physician(s) and were not questioned. The samples were repeated on the original analyzer. The repeat results obtained were consistent with the patient's history and considered correct. The repeat results were reported as correct results to the physician. There are no known reports of patient intervention or adverse health consequences due to the elevated afp and cea results.